Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing multiple episodes of non-sustained rv oversensing on the ventricular channel and loss of ventricular capture. Patient was asymptomatic. Patient received intermittent diaphragmatic stimulation during tests. Programming changes were made. No further information.